Event description:
A customer's wife reported the customer was getting an ER-6 message on their adc meter and as a result of being unable to test, experienced slurred speech, dark circles under his eyes and loss of consciousness. The caller reportedly put sugar under his tongue to counteract the event. No third-party medical intervention was required. There was no report of death or permanent impairment associated with this medical event.

Manufacturer narrative:
During a troubleshooting with adc customer service it was identified the customer was using expired test strips (exp: (B)(6) 2011). This case did not involve a product malfunction. Since the medical event was related to the use error, no investigation of the product is required. This is a final report. Note: the device manufacture date is unknown.